Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) stated the cycler prompted with an m31 air detected in cassette warning during and unknown phase and cycle of treatment. A fluid leak occurred and the patient was draining slowly. The patient was connected during the incident. Fluid was seen in the cassette module. The pdrn stated the patient was not currently in treatment and already removed supplies from the treatment. The pdrn was told to allow the cycler to dry. Upon follow-up, the pdrn stated a fluid leak was discovered during an unknown phase and cycle of treatment following an m31 air detected in cassette warning and treatment was halted. The cassette door was able to be opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked from an unknown location. The patient was training on the clinic cycler and was able to revert to two cycles of manuals to complete their remaining treatment. No patient adverse effects were experienced, and no medical intervention was required. The pdrn allowed for the cycler cassette area to dry and has not yet used the cycler since the fluid leak occurred. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.